Manufacturer narrative:
An event of split dilator tip from damage inserting sheath into patient's groin was reported. Reportedly, it is also noted that the patient had tortuous anatomy. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No photos of device/issue were provided for review. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet occluder was selected for implant using a 14f amplatzer amulet delivery sheath. It was noted during procedure that the delivery sheath became damaged by a non-abbott guidewire when inserting it into a the patient's groin. The dilator tip of the delivery sheath split. The decision was made to replace the 14f amplatzer amulet delivery sheath with a 12f amplatzer amulet delivery sheath, but the same issue occurred with a split dilator tip from damage caused by the non-abbott guidewire. It's also noted that the patient had tortuous anatomy. The decision was made to replace the 12f amplatzer amulet delivery sheath with another one of the same size to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was discharged at the time of report.